Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a chocolate balloon with a 6fr non-mdt sheath and non-mdt .018 guidewire to treat a 40mm cto (chronic total occlusion-100%) plaque lesion in the patients mid left superficial femoral artery (diameter 5mm). Moderate calcification and tortuosity reported was reported. A non-mdt inflation device was used with contrast / saline 50/50. The IFU was followed and the device was prepped without issue. The chocolate balloon was used to dilate the right popliteal artery. The physician felt some resistance over a .014 wire and was replaced with a .018 wire. The balloon was advanced to the lesion in the popliteal artery using the 0.18 wire. The balloon was fully deflated but after treatment, the constraining structure of the chocolateballoon entangled with the stent struts of a pre-existing stent in the sfa. The physician used more force and was able to disengage the stent and chocolate balloon but part of the constraining structure of the balloon remained in the patient. The physician was able to complete the procedure by using a standard pta balloon and another stent to pin the remaining constraining structure against the existing stent. The flow was verified and no injury from the incident was reported.